Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized fifteen days prior to the event onset for an unreported medical condition. Fifteen days later, the patient experienced peritonitis. The cause of the peritonitis was not reported. The event was manifested by abdominal pain, nausea, vomiting, chills, and fever. The hospitalization was prolonged due to the event. On that same day, the patient started treatment with intravenous pazufloxacin (0.3g daily) and intraperitoneal cefathiamidine (1 g daily; duration not reported) for peritonitis. That same day, the pazufloxacin was discontinued. The following day, the patient was treated with intravenous imipenem (0.5 grams every 12 hours; duration not reported) and intravenous cilastatin sodium (0.5 grams every 12 hours; duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date, the patient was treated with intraperitoneal amikacin (dose, route, frequency, and duration not reported) for peritonitis. At the time of this report, the cefathiamidine, imipenem and cilastatin sodium remains ongoing and the patient is recovering. No additional information is available.